Manufacturer narrative:
510k: this report is for an unknown pfna blade /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, a proximal femoral nail anti-rotation (pfna) blade could not be locked properly. It was unknown when the issue was observed. It was unknown if there was a procedure or patient involvement. This report is for an unknown pfna blade. This is report 1 of 1 for (B)(4).